Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The alarm trace showed "abnormal sample probe aspiration" alarms. The calibration was acceptable. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found the sipper was dirty and not enough reagent primes had been performed. He cleaned his sipper nozzle and performed tests and reagent primes. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 159 mmol/l or 158 mmol/l. The initial result did not match the patient's clinical picture. The repeated result was 136 mmol/l or 138 mmol/l. The exact results were not provided. The repeated result was obtained on another module and was believed to be correct.